Event description:
This companion external battery was not in use by a pt. A syncardia clinical support rep reported that she removed a companion external battery from service at an implant site because it did not hold a charge. This alleged failure mode poses a low risk to a pt, because the issue was observed when the external battery was not in use by a pt. In addition, the reported issue would not prevent a companion 2 driver from performing its life-sustaining functions. Companion 2 drivers have redundant sources of power. An investigation will be conducted by syncardia, and the results will be provided in a supplemental MDR.